Event description:
Customer reported that while navigating through the pump, it would unexpectedly return to the main screen, affecting their ability to interact with and read the pump display. There was no adverse impact to the customer¿s blood glucose level. A decision was made to send a replacement pump with updated software to the customer. The customer acknowledged the completion of required training before using the new pump and was instructed on how to return the problematic pump to tandem.